Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was receiving lost sensor alarms while they were at the hospital. The customer's blood glucose was 357 mg/dl. The customer had treated their blood glucose with the insulin pump. The customer was advised the lost sensor alarms may be caused by a communication error from all the equipments in the hospital. No additional information provided.